Event description:
On (B)(6) 2013, the alamo t cage part#: 2811i-009, lot#: sm56677 was reported broken during a surgery at (B)(6). The surgeon was prepping the disc space for insertion and was being assisted by another surgeon. The scrub tech present loaded and packed the graft window with bone and handled the loaded inserter to the surgeon. The alamo t cage was being placed between the l5-s1 discs space. The surgeon stuck the alamo t cage with a mallet three times and noticed that it had broken. The broken cage was taken out and a new alamo t cage was inserted in the same manner and had no complications. There were no reported injuries to the patient and the broken cage was sent back to alliance spine for a product evaluation. On (B)(6) 2014, the alamo t cage, part#: 2811i-009, lot#: sm56677 (class ii device), was received from the contracted manufacturer. The cage is constructed of peek optima according to specification. Certificate of conformance for material and testing are on file. The lot was inspected to an aql 1 general level 2 and consisted of 150 cages, which required an inspection of 20 according to (B)(4). The lot was inspected with no nonconformances and released to inventory where it was assigned to a surgery set. On (B)(6) 2014, alliance spine quality mgr added a statement from the field operations rep regarding the incident. On (B)(6) 2014, the field rep contacted the quality mgr via telephone and stated that when he entered the operating room, he observed and heard the physician, hitting the implant inserter with a mallet with what appeared to be excessive force. He also heard the assisting physician state, "the cage broke". Indicating that the alamo t interbody fusion device had broken during implantation. The broken implant was removed from the surgical site and replaced with another implant of the same type and size without incident. He stated that he would have the implant cleaned and bought back to the office for evaluation. On (B)(6) 2014, the implant/interbody (2811i-009, lot#: sm56677) was evaluated and examined by (B)(4) engineering mgr. After reviewing the pictures he concluded that the implant showed revealed a break at the distal end of the implant/interbody. He stated there is no signs of failure between the engagements of the inserter, which would lead engineering to believe excessive force, were applied to the implant/interbody upon insertion.

Manufacturer narrative:
On (B)(4) 2014, quality mgr requested engineering mgr to provide additional info concerning the evaluation. The results are still pending engineering final evaluation. Alliance spine awareness date: 08/11/2014, physician: (B)(6).